Event description:
Further information received from the healthcare professional indicated the patient believes they have permanent damage.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "raised, irregular, and puckered tissue, looking like "a mountain ridge," and "bad filler that the body is having a reaction to" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: "warnings: ¿ injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. Adverse events. ¿ the most common injection site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. C. Clinical evaluation of juvéderm® ultra xc for lip augmentation in a randomized, controlled clinical trial to evaluate the safety and effectiveness of juvéderm® ultra xc for lip augmentation, 213 subjects were randomized to treatment and received injections in the lips and perioral area (n = 157), or to delayed-treatment control, and had treatment delayed 3 months (n = 56). Injection site responses (isrs) reported by > 5% of the 193 subjects who completed post-treatment diary forms after initial treatment are summarized in table 5. The majority of isrs were mild or moderate in intensity, and their duration was short lasting (14 days or less). Isrs reported after touch-up treatment and repeat treatment were similar to those reported after initial treatment. Isrs that lasted beyond the 30-day diaries were considered adverse events. Adverse events were also reported by the treating investigator at follow-up visits. After initial treatment (or touch-up treatment if performed), a total of 168 treatment-related adverse events were reported in 29% of subjects (60/208). In general, aes were mild (77%, 130/168) or moderate (16%, 27/168), resolved without sequelae (93%, 156/168), and required no action (91%, 153/168). Aes typically resolved within 3 months. Treatment-related adverse events that occurred in > 1% of subjects were injection site mass 16% (33/208), induration 10% (21/208), discoloration 5% (10/208), pain 4% (9/208), bruising 3% (7/208), swelling 3% (7/208), erythema 2% (4/208), and reaction 2% (4/208). Similar aes were reported after repeat treatment. In the clinical study, 11 severe treatment-related adverse events occurred in 4 subjects. These adverse events include angioedema and injection site mass, pain, bruising, swelling, erythema, and hypertrophy. All of these events resolved without sequelae, and all except the angioedema required no action. One subject experienced angioedema in the upper lip following topical anesthetic application of 25% lidocaine/7% tetracaine and injection of juvéderm® ultra xc, which resolved following administration of oral antihistamine, hyaluronidase injection, and oral anti-inflammatory medication. Functional features of the lips, including lip sensitivity, sensation, and speech were assessed before treatment and at follow-up visits after treatment. Minimal changes were noted in subject self-assessments of the function and sensation of the lips and mouth area, treating investigator assessments of other functional features of the lips and mouth area, evaluating investigator assessments of subjects¿ lip sensitivity, and speech and language pathologist assessments of subjects¿ speech and articulation at scheduled timepoints following treatment, thus demonstrating that lip function and sensation were unaffected by treatment with juvéderm® ultra xc. Subgroup analyses were completed to analyze isrs and aes in relation to fitzpatrick skin phototype, age, investigational site, gender, volume injected, plane of injection, injection technique, and injection site. No increased safety risks were observed for any specific groups."

Event description:
Healthcare professional reported they injected a patient in the lips with 1 syringe of juvéderm® ultra xc, and approximately 1 year and 4 months later the patient presented with a "raised, irregular, and puckered tissue" in the upper and lower lip. It was described the as looking like "a mountain ridge." It is not known exactly when the symptoms appeared before the patient was observed by the healthcare professional. Patient was treated with hyaluronidase, but it did not help. Healthcare professional does not feel the patient's issue is related to the juvéderm®, but the patient is fixated on the idea that the issue is due to the juvéderm®. Healthcare professional indicated the patient has a history of "grinding or clenching" their teeth, and they sleep with a "bite guard." Patient also has a history of "keloiding scars" and rosacea. Healthcare professional does not feel the event is serious because there are "no signs of infection." Patient was taking nexium, zyrtec, and valium concomitantly. Patient indicated they are seeking a second opinion. The event was initially not considered device related. Further information from the patient revealed a biopsy was performed and the doctor stated it was "bad filler that the body is having a reaction to." Injecting healthcare professional referred the patient to another physician for excision of the irregular tissue; excision has not been scheduled.